Event description:
Complainant alleged that the clinicians were monitoring a pt (age and gender unknown) using the device multi-function cable and electrodes, but the device screen stopped displaying the pt's ECG. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.